Event description:
Event description guidant received information that this pacemaker was explanted due to the inability to interrogate the device at a follow-up visit. The patient had been lost to follow-up for 5 years. Additionally, during the pacemaker changeout procedure the set screws were stuck on the pacemaker. A technical service consultant recommended using a saline solution around the set screws to loosen them, or trying a wrench at a 45 degree angle. The patient had his own intrinsic rhythm and experienced no adverse effects.